Event description:
On 10-dec-2025, a other health care professional contacted technical service to report that careassist es130/230/430 (product code p1170e0000052, serial number (B)(6)), had power cord damaged with copper wires exposed. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding around the plug blades; this could occur if the plug blades have overheated or arced. Any signs of cracking; this could occur if the plug has been bent and straightened to a point past its useful life. Loose fit of the plug blade (the plug blade moves in the molding); this could occur if the molding has overheated or the blades have been bent and straightened to a point past their useful life. Any signs of damage to the cable. Any exposed wires. Replace the power cord, if damaged. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on nov 1, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.